Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their localauthorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. No unusual process variable was identified in the run data file. It is possible that this failure could be donor related.